Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged: (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. (B)(6) 2015 - the patient was injured. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 10 months post implant of composix kugel mesh, patient was diagnosed with infection, abscess and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis". Updated fields: a2, b4, b5, b7, d4 (product catalog no, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The patient's attorney has alleged: (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. (B)(6) 2015 - the patient was injured. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with symptomatic incisional hernia thereby underwent open repair with implant of composix kugel. Per operative notes, ¿taken down the adhesions to the anterior abdominal wall. A composix kugel, ptfe down was placed and sutured.¿ (B)(6) 2015 - patient was diagnosed with abdominal wall abscess with infected hernia mesh thereby underwent repair with removal of mesh. Per operative notes, ¿encountered an abscessed cavity which was anterior to the mesh. The gore-tex was completely unincorporated, behind this space there was a large amount of granulation tissue. The prolene portion of the mesh was adherent to the overlying fascia. The mesh was removed in its entire piece.¿ attorney alleges that the patient had abscess, adhesions, bowel obstruction, infection, pain, lack of incorporation of mesh and emotional injuries.